Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using a viscoject 2.2 delivery device. During insertion of the iol the physician observed that the trailing haptic was torn. Intervention was performed in order to enlarge the incision and remove and replace the lens with a second (B)(4) iol. According to the physician the pt's visual outcome is good. Reference MDR 1119279-2010-00135.

Manufacturer narrative:
The damaged lens was returned to b&l and subjected to visual inspection. Results revealed that one haptic was torn off and is missing. The condition of the lens is consistent with lenses that have been removed from the eye. Additionally, the device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. According to the physician the most likely cause of the iol damage was a loading issue. (B)(4).